Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump had been submerged in water prior to the malfunction. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 120 mg/dl.